Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The following fields have been updated: d8, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mechanical shock which is a result of expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device biopsy channel has come loose and is able to rotate freely. The issue was found during reprocessing. There were no reports of patient involvement.